Event description:
It was reported that a day after the device was implanted, upon checking the patient with x-ray, there seemed to be tension on a lead. Upon checking the device, it revealed high ventricular impedances for both rv and lv leads. The pocket was then re-opened to evaluate the connection and leads, and before unscrewing the setscrew, it was noted that the rv coil connection had a slight tension. The leads were evaluated, found to be functional, and re-connected to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.